Manufacturer narrative:
The insulin pump had no button error alarm noted. However, the insulin pump was received with no button response due to corroded keypad trace. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. The customer stated they did not press a button for three minutes or longer. Customer was also unable to clear the alarm. The customer's blood glucose was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.